Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the end users at each campus that they are not able to silence the syringe near end of infusion (neoi) alarm when infusing a bolus or an intermittent medication. Scenario was that the nurse was using basic infusion to administer different medications that are not in the guardrails drug library. When they program the medication, the neoi alarms immediately (as expected-neoi for continuous is set at 60 min). They report that they cannot completely silence this alarm. When they press silence, the alarm stops but starts again after 30 sec (that is the time they reported but did not actually time it), they silenced the alarm and after the "30 sec" it would alarm again. This would continue until the infusion was completed. Reported it at both campuses and in ed and nicu. Additional configurations for syringe neoi for intermittent are at 15 min and the neoi snooze is at 15 min. Customer reportedly attempted to recreate scenario; however, was unable to reproduce the alarm. Through education provided by manufacturer representative it was noted the clinician may be using the "pause" button vs the "silence" button in an attempt to silence the alarm. There was patient involvement, however no patient harm. Customer reports that the issue has since been resolved following education.